Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure

Event description:
Healthcare professional reported right side exchange of textured device due to product concern. Healthcare professional later reported "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed, as unidentified (tear) opening. And missing assessed, as inconclusive (shell thickness was within specification). As per the investigation procedure: particle, crease and device appearance was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side exchange of textured device, due to product concern. Healthcare professional, later reported, "rupture". Device has been explanted and replaced.